Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported burning smell from the pdm. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by the patient that the pdm was hot to the touch and was not holding charge. It was stated that there was a burning smell. The pdm battery also had a bulge noted.